Event description:
The customer reported that the system would display a filament regulator failure message during fluoro. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The event log was reviewed and a filament calibration was performed. The system was tested and found to be working as intended and put back into service.